Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) reported that the iabp shutdown during testing. To fix this issue the stm replaced the monitor. Then verified operational, functional, and safety tests were performance per factory specification. The iabp was returned to the customer, and cleared for clinical use. The initial reporters name was abbreviated due to characters exceeding maximum amount. (B)(6).

Event description:
A customer reported that during service test the cardiosave intra-aortic balloon pump (iabp) shut off and generated a high pitch alarm. Furthermore, there was no patient involvement or adverse event reported.